Manufacturer narrative:
The initial results previously reported were incorrect. The corrected initial results are: sodium: 250 mmol/l, potassium: 6.2 mmol/l, and chloride: 53 mmol/l. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) could not identify a cause. Precision test results were within specification. Calibration and qc's were run all with acceptable results.

Event description:
The initial reporter questioned ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 8000 cobas ise module. The initial results were: sodium: 130 mmol/l, chloride: 100 mmol/l, potassium: 6.2 mmol/l. The customer provided the actual results for sodium and chloride but only an example result for potassium. The sample was rerun on another instrument and the results were all "normal". Product labeling indicates expected values from an adult serum sample are: sodium: 136-145 mmol/l, potassium: 3.5 - 5.1 mmol/l, chloride: 98-107 mmol/l. The initial results were reported outside the laboratory. The repeat results were deemed to be correct. The electrode lot numbers and expiration dates were asked for but not provided.